Manufacturer narrative:
Product complaint # (B)(4). Follow-up 2 of MFR# 1818910-2020-12704 was reported in error. This device was already previously determined to have not resulted to patient death, serious injury or evidence of reportable product malfunction. Depuy considers the investigation closed at this time.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The device had a crack in the plastic, but was not broken into two or more pieces.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event description of complaint (please supply specific details): broken plastic. Reporter name: (B)(6). Position: (B)(6). Company: (B)(6). Hospital name: (B)(6) hospital. Address: (B)(6). Hcp name: (B)(6). Has product been potentially contaminated or is contaminated with bodily fluids? Yes. Where / when did the event occur? Intra - op. Was surgery time extended as a direct result of incident? No. What action was taken/required to manage the problem during the procedure? With same like product.